Event description:
On event date the end-user called disetronic, USA and stated that pt had experienced hyperglycemia which later found to be due to a crack at the luer lock where their insulin was leaking out. Pt has thrown out the infusion set so it will not be returned for eval. On april 30, 2001 maersk medical received the complaint.